Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 243mg/dl. Customer stated the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted.